Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regv1318 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by the customer "we have had 3 powerloc max where there is leaking from the safety mechanism on top (the piece you pull when removing the needle) with flushing once the port is accessed." No other information was provided. This report addresses the third device.